Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 1299 mcg/day) via an implanted pump. The patient¿s concomitant medication was oral baclofen. The patient¿s medical history was intractable spasticity. The indication for pump use was intractable spasticity. It was reported that the patient had a side port study on thursday ((B)(6) 2022), and they could not get csf (cerebrospinal fluid) back through the side port. They gave the patient a 150 mcg bolus to see if he was getting any drug. Per the patient¿s mother and father, the patient did not respond to the bolus. Today ((B)(6)2022), the patient was admitted to the ER (emergency room) unresponsive with a potential itb (intrathecal baclofen) overdose. The pump was programmed to minimum rate prior to the patient being airlifted to another facility for a catheter revision. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that per the patient¿s mother, the catheter was originally at t1 and now it was at t6. Additional information was received on (B)(6) 2022 from an hcp who reported that the patient was having an MRI because the pump wasn¿t working well, and they thought the pump was not giving the correct dosage. They were looking at the patient¿s thoracic spine and the patient was "having some other issues¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: ubd: 16-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the pump and catheter were scheduled to be replaced on (B)(6) 2022. The reason for the replacements were unknown. The patient status at the time of the report was "alive-no injury". The patient's weight and medical history were asked but would not be made available. The pump was used to deliver lioresal (baclofen). Dose and concentration information were unknown.

Manufacturer narrative:
Annex f code f12 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. Product ID 8784, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump was not explanted and was functioning properly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative who reported that the cause of the patient¿s current symptoms was unknown. The pump logs were clear; there were no alarms. The patient was going to be transferred to the other facility for a possible revision.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep) reported that the patient is back home and pump had been in minimum rate since they were in the emergency room last saturday. They were taken from one hospital to another. The rep did not know where they were taken, who was treating or what transpired. The rep did know the patient had magnetic resonance imaging (MRI) but did not have surgery yet.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) ,implanted: (B)(6) 2022,explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782 serial/lot# (B)(6) , ubd 2022-12-14, UDI# (B)(4), product ID 8784 lot# serial# (B)(6) , implanted: (B)(6) 2022, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784 serial/lot#(B)(6) , ubd 2023-10-28, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient had a catheter revision in (B)(6) 2022 after having been airlifted to the other facility. On (B)(6) 2022, the patient presented to the ER (emergency room) with the same type of symptoms (return of spasticity/unresponsive). The neurologist requested that the ER physician turn the pump down 20%. The ER physician turned the pump down 20% to 560 mcg/day from 699 mcg/day (baclofen 2000 mcg/ml), and was placing the patient in the picu (pediatric intensive care unit) until a bed opened up in another facility where he would be transferred. The patient was 80 pounds at the time of the report.